Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The customer's reuse of supplies, pre-filling of cartridges, or use of expired products was confirmed when asked about supply usage practices on (B)(6) 2025. As a result, the customer's blood glucose (bg) level rose to 599 mg/dl. To address the high blood glucose, the customer administered a correction dose via multiple daily injection (mdi). No further information available.